Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient exsperienced intermittent diaphragmatic pacing as the right ventricular (rv) lead showed no capture at high output. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.